Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. Investigation result: 1.1. The actual sample was not returned and the investigation of it could not be performed. 1.2. Based on the description of the event, the problem occurred when the actual sample, which is a plastic-type guidewire, was used in combination with a metal needle of other manufacturer. History investigation of the involved product code/lot#: 2.1. Since the involved lot# was unknown, review of the manufacturing history could not be performed. 2.2. Review of the quality information record for the past two years confirmed that there was not any nonconformance that could relate to the peeling of plastic-type guidewire in the manufacturing process. Cause of occurrence/conclusion: in this case, as one of possibilities, it was inferred that, when the actual sample while being used in combination with a metal needle was manipulated in the withdrawal direction, the outer layer came into contact with the metal needle and peeled off. However, since the actual sample was not returned and analysis could not be performed, it was not possible to clarify the cause of occurrence. Relevent IFU reference: "do not use a plastic jacketed mini guide wire with a metallic entry needle. Withdrawing the plastic wire through the metallic entry needle or advancing the metallic entry needle over the plastic jacketed wire may result in shearing of the mini guide wire or scraping of its plastic coating. This may lead to damage to the blood vessel, as well as release of fragments from the wire into the blood stream, that may necessitate retrieval.". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a patient with lung cancer suffered cardiac arrest and underwent emergency pericardial drainage. When inserting a catheter for drainage, they selected a 5fr glide sheath because the pericardium of a cancerous patient is stiff and may not be inserted properly. Since the catheter was inserted more easily than they had expected, they decided to replace it with a sheath for pericardial drainage. A radifocus guide wire provided with the glide sheath was inserted into a metal needle provided in a drainage kit, and the sheath was replaced along the wire. Two weeks after the procedure, a computed tomography (CT) scan was done with the drain removed, and they found a foreign body in the left thoracic cavity. A polyurethane resin was floating in the thoracic cavity, computed tomography (CT) scan was done several times, the resin could be seen in a different location each time. The patient is under observation. The polyurethane resin remains in the thoracic cavity. Since the actual sample was used in combination with a metallic needle, which is contraindicated use, urethane detached and remains in the patient. The procedure outcome was not reported.